Event description:
It was reported the pt missed a refill and the pump was alarming. The clinic staff tried to update the pump and then aborted telemetry. Upon re-interrogating the pump, the interrogation showed the pump had been stopped for 9 minutes coinciding with the timing of when they aborted the first pump update session. The clinic staff was then able to update the pump successfully, changing the alarm and reservoir volumes. No adverse pt complications were reported.